Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event discarded the device prior to reporting the event. Allergan will not be able to perform analysis or testing on the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The event is reported by the explant surgeon as "disconnected tubing identified and externalized, new port placed and connected to tubing." The access port was removed and replaced. The explanted access port will not be returned.